Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received button error and motor error alarms on the insulin pump during basal delivery. The customer's blood glucose was in the range of 150 to 180 mg/dl. During troubleshooting, the customer stated the insulin pump would go through airport security five days a week. The customer had been using the insulin pump since the occurrence of the alarms. He was advised to discontinue use and revert to a back-up plan. Nothing further was reported.